Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and chronic low back pain. It was reported that the left lead moved in 2016. There were no falls or traumas associated to this issue. The day before the report ((B)(6) 2017) ¿they took out the old generator and they put a new one in.¿ it was reported that the new one did not operative like their old one. The old one used to run somewhere between 2.50 and 2.30 but now they patient had to go over 3.50. It was not the same level of voltage. It was reported to be going up the right side of their back and they were missing something on the left side. It was reported that they had not told the person yesterday that the left lead had not been working properly or that before the replacement surgery the left lead physically moved ¿a few months ago.¿ it was reported that the patient had an upcoming appointment to go back to the health care professional (hcp) and wanted to reach out to a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator product ID 3777-75 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type lead product ID 3777-75 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts 3507485(con): **see the general note regarding the ins replacement.** information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and chronic low back pain. Additional information received from the patient stated that after the ins was replaced after 9 years the patient now has no sensation on the right side, and states the left side is the problem side. The consumer reported on (B)(6) 2017 that they had problems with their left lead moving and had no signal on the left lead. Most of their problems are in the lumbar spine and they had ¿1, 2, 3, and 4 that had moved sideways.¿ the patient reported that they met with a manufacturer representative yesterday ((B)(6) 2017) and that they ¿re-fixed it¿ so that the left lead was working again. It was also mentioned that since they met with the representative they were not seeing the numbers on the patient programmer screen but saw horizontal lines. It was reviewed that this was ¿group adjust¿ and it was reviewed how to use the navigator keys in order to see the numbers again.